Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced flow sensor assembly. The device successfully passed functional testing. The gas delivery system (gds) was returned for failure investigation. Visual inspection of the gds revealed that the gds was missing the data acquisition (da) printed circuit board assembly (pcba) and the oxygen (o2) valve solenoid. There were no signs of damage or contamination. The gds was tested and it was found that the reported issue was caused by an out of specification air flow sensor u1 component. The u1 was replaced to correct the reported issue.

Event description:
It was reported that a v60 ventilator failed the air flow test of the performance verification testing (pvt) sequence. Reportedly, when the device was set to 0 lpm, the device indicated the value of -1.1 lpm. The ventilator was not in use on a patient at the time of the reported event.